Event description:
Caller states that customer tested approximately 400mg/dl on the advantage system and took 1mg amaryl. Twenty minutes later customer was incoherent. The paramedics were called and tested customer at 20mg/dl. Customer received a 'sugar shot' from the paramedics. Requested returned of suspect system and replacement was sent. Customer was using strips that had been stored improperly to receive result of approximately 400 mg/dl.